Event description:
Caller has had the dreamstation for approximately six months, she received a call from her medical advisor, who informed her the device was causing side effects for people and has been recalled. Caller has since stopped using the device which has caused her health to decline and deteriorate rapidly. She called the manufacturer to inquire about a replacement and was informed several devices have been recalled and they are waiting for approval for the devices to be fixed.